Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to keypad traces. The insulin pump was received with scratched and cracked case liquid crystal display window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that a button on the customer's insulin pump was not responding, after the insulin pump was worn in the customer's bra and may have been exposed to moisture. The customer received an alarm that she was not able to clear, but she was not sure what the alarm was. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.